Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported issue could not be duplicated. Fsr performed extended systems test to the unit numerous times in different modes and the unit did not change modes. According to fsr, instead on pushing setup accept on screen, the customer may have pushed ""setup"" on the user interface module(uim) which would make the setup mode options disappear. The unit was tested for a couple of days with no incident. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is switching into pediatric mode after being est'ed in adult mode twice. The customer confirmed that there was no patient involvement associated with the reported event.